Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb was unable to insufflate properly as the tunnel was narrow. The customer removed the device, re-inserted it, inflated the balloon, and then insufflated again, but it seemed to be leaking. Replaced the btt port and continued the procedure. According to the surgeon, he had an impression of insufficient insufflation from the beginning, but it became unable to insufflate at all. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The btt was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed on the btt. There were no tears identified on the silicone balloon. The opening exhibited smooth sides with no removal of material and no tearing. There were no visual defects observed to the balloon inflation port and the co2 insufflation port connector of the btt. The btt was evaluated for mechanical use. No improper flow was observed when the flow of air was passed by a syringe full of air through the insufflation port. No nonconformance was observed to the insufflation port. An attempt to inflate the balloon with 25cc of air with a syringe was conducted, the balloon would not remain inflated. A bubble emission test was conducted the balloon would not retain inflation, bubbles were observed at the balloon inflation port. An engineering evaluation was conducted to identify the root cause of the failure. The root cause of the event has been identified as a leaky valve because the adhesive may have not cured properly and may have a gap/crack which is where the air is escaping from. There were no tears identified on the silicone balloon. The opening exhibited smooth sides with no removal of material and no tearing. No other failures were observed. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed for "improper flow or infusion; btt; no insufflation/insufficient insufflation" , but was confirmed for an analyzed failure mode "inflation issue; balloon". The DHR for the btt subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. A leak test and insufflation test was conducted for the btt. There were no non-conformities observed. An awareness training was conducted on the btt- body prep and the btt-leak and insufflation tube assembly.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb was unable to insufflate properly as the tunnel was narrow. The customer removed the device, re-inserted it, inflated the balloon, and then insufflated again, but it seemed to be leaking. Replaced the btt port and continued the procedure. According to the surgeon, he had an impression of insufficient insufflation from the beginning, but it became unable to insufflate at all. The hospital did not report any patient effects.